Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with an enteral access feeding tube. The customer reports a male with a previous medical history of parkinson's disease, severe cardiomyopathy and anaemia was admitted to the hospital with increasing shortness of breath, weakness and found to have pneumonia and bilateral pleural effusions. He was on nasal cannula oxygen and bipap at night. A dobhoff feeding tube was inserted by the attending physician and the abdominal x-ray noted the weighted feeding tube tip projected over the left upper quadrant of the abdomen. It was noted the next morning there was a small left pneumothorax. A CT scan of the chest reported the tip of the dobhoff was within the left pleural space. The dobhoff tube was then removed. No tube feeding had been given via the tube. A left chest tube was inserted for the known pleural effusion with 2000 cc of initial fluid drainage. The pt continues to be stable on nasal cannula oxygen.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4).